Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly sever pain/worsening pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("bad headaches/ migraine / placed on topamax for headaches.¿"), hypoaesthesia ("numbness in my hands, feet, face and went down my legs") and allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstruation cycle"), vaginal discharge ("vaginal discharg") and genital haemorrhage ("abnormal bleeding"). The patient was treated with topiramate (topamax). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, vaginal discharge and genital haemorrhage outcome was unknown and the migraine, hypoaesthesia and allergy to metals had not resolved. The reporter provided no causality assessment for migraine with essure. The reporter considered allergy to metals, genital haemorrhage, hypoaesthesia, menstruation irregular, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test in (B)(6) 2017: results: allergic to nickel. Hysterosalpingogram on (B)(6) 2017: results: bilaterally tubal occlusion. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new event added-abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly sever pain/worsening pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("bad headaches/ migraine / placed on topamax for headaches.¿"), hypoaesthesia ("numbness in my hands, feet, face and went down my legs") and allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstruation cycle"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding"). The patient was treated with topiramate (topamax). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, vaginal discharge and genital haemorrhage outcome was unknown and the migraine, hypoaesthesia and allergy to metals had not resolved. The reporter provided no causality assessment for migraine with essure. The reporter considered allergy to metals, genital haemorrhage, hypoaesthesia, menstruation irregular, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: results: allergic to nickel. Hysterosalpingogram - on (B)(6) 2017: results: bilaterally tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.